Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetic ketoacidosis. The blood glucose reading at time of the event was 348 mg/dl. Customer experienced chest pains and vomiting. During troubleshooting, all programming is correct. Manual prime correct, insulin exits the tubing. Nothing further reported.